Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported event was confirmed via log file analysis which revealed an increase in power consumption and several high watt alarms on the reported event date. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The returned devices performed as intended during bench testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Based on the available information, a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also contribute. With review of the available information there is no indication of any device manufacturing issues related to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from a us site via the (B)(4) clinical study database, that the patient was admitted on (B)(6) 2015 with evidence of acute left ventricular assist device (lvad) thrombosis. He had both high flows and severely elevated power readings along with ldh > 1000 and (B)(6) colored urine. The pump flow readings had been increased lately to 6.3-6.7 lpm from 5.0 lpm with power readings increased to 4 watts from 3 watts. The patient reported being in his usual state of health until the night prior to admission when he experienced brief nausea without emesis, dyspnea, diaphoresis or chest pain prior to his lvad alarming "high wattage" around midnight. He did not respond to heparin and integrilin therapies and he elected to have his lvad occluded and turned off to "try and avoid a stroke that can occur if the lvad failed." He was taken to the cath lab on (B)(6) 2015 for device closure but when the lvad was turned off, his blood pressure began to fall. He was started on vasopressors" and escalated" but he did not respond. The patient had do not resuscitate (dnr) and do not intubate (dni) orders with medications only to be given. At that point, it was opted to end the procedure without placement of a second occluder, to maintain the patient and family's wishes. The patient passed away in the pccu at 10:31 pm. No additional information is available.